Event description:
Customer reports that he obtained results of 423mg/dl, 229mg/dl, and 120mg/dl within 3 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.